Event description:
It was reported to medtronic minimed that the customer had a crack on the keypad middle button. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed self-test and displacement test. Intermittent response from all buttons due to peeling keypad overlay. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked keypad overlay, missing display window cover, and cracked battery tube threads. Confirmed intermittent response from all buttons due to peeling keypad overlay. Cosmetic damage was confirmed at battery compartment and keypad overlay during analysis. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.